Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements of greater than 2500 ohms. The physician elected not to replace this lead. No adverse patient effects were reported. The lead remains in service.